Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 25 mm and 30 mm flexible drill bit bent and broke during case while drilling holes in acetabular cup for screws. All pieces retrieved and surgery was not delayed .

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was not returned for analysis. After examination of the photographic evidence, complaint was confirmed. It was observed that cutting tip of the drill bit was broken. Separated part(s) was not returned for investigation. Also it was observed a bent condition on the drill's body mostly caused pre breakage of the tip. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot- a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.